Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well low blood glucose level. The customer's high blood glucose level was 300 mg/dl and after 6 hours it went down to 120 mg/dl and again raised to the 180 mg/dl and got down to 61 mg/dl and customer¿s blood glucose level at the time of the incident was 61 mg/dl. The customer's current blood glucose level was 61 mg/dl. The customer was treated by the food for the low blood glucose level. The low blood glucose level of the customer was 300 mg/dl at the time of the incident and 12 mg/dl was the customer¿s current blood glucose level was 12 mg/dl. The customer was assisted with the troubleshooting. High blood glucose level of the customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.